Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified. The failure investigation has been completed. Based on the analysis, the alleged cartridge issue could not be verified.

Event description:
It was reported the multiple cartridges did not fit onto the pump. Additionally, it was reported that a cartridge alarm 30 occurred during basal delivery. Customer's blood glucose ranged from 300-321 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.